Event description:
A pt reported she was skin tested about 1988 (exact date not recalled) with negative results. Subsequently, the pt rec'd multiple treatments for facial acne scars resulting from pre-existing "cystic acne". Between 1991 and 1992, (exact dates not recalled), the pt rec'd multiple treatments to the chin, both cheeks and forehead acne scars by a second physician (retired/name refused). The pt reported subsequent bruising and discoloration at the treated sites (date not recalled). Subsequently, the pt noted painful, "acne-like" flaring at the treated sites with a slight amount gray exudate expressed from the sites. The symptoms resolved several weeks later with resultant scarring at the sites. The second treating physician said the discoloration and scarring was temporary and would resolve. About 1991 or 1992 the pt consulted a third dermatologist, who believed that possibly "too much collagen was implanted" and may have caused a possible infection at the treated sites. The pt was re-skin tested with a negative result in 1991 or 1992. About 1996, (exact date not recalled), the pt felt the ongoing local symptoms at the treatment sites might be related to an autoimmune disease. The pt was tested (exact tests unknown) by the dermatologist for dermatomyositis/polymyositis with negative results. The pt alleged no systemic symptoms, except that she had noticed a stronger "body odor". The pt had not seen a rheumatologist and denied being diagnosed with any autoimmune disease. In 1996, dermabrasion was performed for residual scarring. Erythromycin and other unspecified antibiotics were prescribed by the dermatologist (dates not recalled). The pt believed the symptoms were lessening as of 30 march 1999, but were exacerbated with dietary beef intake and the use of renova cream (prescribed for acne) multiple attempts to confirm info with the third physician were unsuccessful.